Manufacturer narrative:
H3: product analysis:evaluation determined that it was observed that the tool bur could not be removed. The likely cuse of failure is identified as bearing deterioration / breakage. It was also noted that deterioration of the color code was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bur could not be removed from attachment. No known patient impact reported. Additional information received stating the event occured intra-operatively and there was no patient impact.